Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reused. This is a single use product. There was approximately 200ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues. There was patient involvement, once the product had been used when the deviation was observed; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). A retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. Results of evaluation will be submitted upon completion

Manufacturer narrative:
(B)(4). The sample was retuned and evaluated by nipro. The reported leak was not confirmed, however additional damage identified as crazing was found. It's unknown if this is related to the reported blood leak. The dialyzer was reported to be reused. The manufacturer's label states the dialyzer is for "single use." Per instructions for use, "this product is intended for single use only." In addition, the unit label contains the symbol indicating the product is for single use only. Should additional relevant information become available, a supplemental report will be submitted.